Event description:
It is reported that the physician performed 4 inflations, not three as previously reported. The balloon burst occurred after a fifth inflation. Not after the fourth inflation as previously reported. It is reported that the patient was transferred to the ICU as a precaution after the procedure.

Event description:
It was intended to use a sprinter legend rx balloon to pre-dilate a severely calcified lesion in the rca. The lesion had 70 % ulcerated plaque. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues identified. Initial difficulties were encountered in crossing the lesion, so the physician pre-dilated the lesion starting with a 2.0 balloon. After pre-dilation, the sprinter legend rx balloon crossed the lesion successfully and the physician performed 3 inflations. After the third inflation, the physician attempted to remove the balloon but difficulties were encountered. It is reported that the physician then inflated the balloon a 4th time, to 14 atm for 14 seconds, and that the balloon subsequently ruptured. After the rupture, the balloon was slow to deflate (3 seconds). The physician made another attempt to remove the balloon, but a fracture occurred at the proximal portion of the balloon, and the portion detached in vivo. It is reported that excessive force was used in an attempt to remove the catheter. The physician attempted to snare the detached portion of the device unsuccessfully. The physician then deployed resolute integrity rx stents to crush the detached portion of the device against the arterial wall. CT surgery was consulted and due to the heavy calcification of the arteries, an arteriotomy was not an option. The physician successfully completed the procedure using another resolute integrity stent. No other patient complications or injuries are reported. The patient's post procedure status is reported as stable. Evaluation summary: the distal portion of the device was missing. The transition shaft was stretched. The strain relief is bent distal to the lure. The core wire pierces through the transition shaft and exits the transition shaft tubing. Procedural notes review: the procedural notes were also reviewed. The procedural notes confirm the failed attempt to cross the lesion with the sprinter legend 4.0x20 balloon, the successful balloon inflations, the balloon rupture and the detachment of the balloon in the patient. They also confirm the attempts to remove the balloon and the attempts to adhere the balloon to the vessel wall with stents.

Manufacturer narrative:
Evaluation codes, results: failure to follow instructions (excessive force used) patient' condition affected effectiveness of device (severely calcified lesion with 70 % ulcerated plaque) deformation issue (catheter) evaluation codes, conclusions failure to follow instructions (excessive force used) device failure/lack of effectiveness related to patient condition (severely calcified lesion with 70 % ulcerated plaque) (B)(4).